Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Lip bleeding [lip haemorrhage]. Cut lip [lip injury]. Bottom half of the bristles broke off into mouth [device breakage]. Consumer reported via e-mail that the bottom half of the bristles broke off into his or her mouth. No serious injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Lip bleeding [lip haemorrhage]. Cut lip [lip injury]. Bottom half of the bristles broke off into mouth [device breakage]. Case description: consumer reported via e-mail that the bottom half of the bristles broke off into his or her mouth. No serious injury was reported.